Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to diabetic ketoacidosis. The blood glucose reading was not given. The customer was wearing the insulin pump at the time of the event, it was removed and she was treated with a drip. The insulin pump was not returned or replaced.